Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, esheath, valve and delivery system were prepped in the normal fashion without any issues. System was inserted into the body through the esheath and valve alignment was performed. Delivery system was advanced across the valve and put into position. At this point, they were not able to pull the pusher back in order to deploy the valve. Multiple attempts were made to pull the pusher back including locking/unlocking the collar, twisting the system, releasing the flex wheel, pulling back and re-advancing. All attempts were unsuccessful. It was decided to remove the entire system with the sheath. Resistance was met when trying to remove the system as a unit at the access site. It was then decided that a surgical cut down would be performed to remove the sheath, valve, and delivery system safely. After safe removal, the lt groin was accessed with a new esheath, and a 2nd valve and delivery system were prepped and inserted. 2nd valve was deployed successfully without any further issues. The patient remained stable during the entire procedure without any other complications. Device was returned and a sheath distal tip split and damage on soft tip, was observed. The sheath expanded as intended. Additionally, two kinks on sheath shaft, one is 2.5" from distal end, second is 7" from distal end was observed on the returned device.

Manufacturer narrative:
Correction to section h6 per device evaluation. The sheath was returned to edwards lifesciences for evaluation. Visual inspection of the returned device showed the following: sheath expanded as designed. Strain relief is folded. Sheath distal tip split with damage on soft tip; distal tip opened as designed. Two kinks on the sheath shaft were identified: located at approximately 3.5'' from distal end; located at approximately 7'' from distal end. Sheath has scratches along the shaft. Due to the nature of the complaint (distal tip split and sheath kinked), there is no applicable functional and dimensional testing to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed with the returned device. However, no non-conformances could be identified during the evaluation. Review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported ''system was inserted into the body through the esheath and valve alignment was performed. Delivery system was advanced across the valve and put into position. At this point, they were not able to pull the pusher back in order to deploy the valve. Multiple attempts were made to pull the pusher back including locking/unlocking the collar, twisting the system, releasing the flex wheel, pulling back and re-advancing. All attempts were unsuccessful. It was decided to remove the entire system with the sheath. Resistance was met when trying to remove the system as a unit at the access site. It was then decided that a surgical cut down would be performed to remove the sheath, valve and delivery system safely.'' It was noted that multiple attempts were made to ''pull the pusher back'' which included twisting the system, pulling back and re-advancing. These attempts are excessive manipulation, which can cause the sheath to kink, as seen in the returned device. After these attempts were unsuccessful, the delivery system and sheath were attempted to be removed as a unit. As valve alignment was already performed, the crimped valve was moved onto the balloon. A crimped valve on the balloon has a larger profile that can catch onto the sheath during retrieval and cause the distal tip to split. In order to overcome the larger profile, excessive manipulation was also likely used, which also cause the distal tip to further split. As such, available information suggests that procedural factors (withdrawal of crimped valve, excessive manipulation) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.